Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the test strips were tested and on performance testing with control solution, the results were found have failed for control solution high. On (B)(4) 2012 the meter was tested and passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The user in (B)(6) reported blood glucose results of "189 mg/dl" with the onetouch veriopro meter and "104 mg/dl" on another meter, performed within 30 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.